Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It had an outdated quick connect, pcb, power switch, and the enclosure was cracked under the quick connect fitting. Visual inspection confirmed the customer's indicated failure. The root cause was wear and tear from daily use of the drain tube. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the tank cracked at the drain tube during routine inspection. There was no patient involvement and no patient harm/adverse event reported.